Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan a ring artifact appeared on scanned images. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that ring artifacts were present on scan images in the region of interest. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced to resolve the issue, and the necessary calibrations were performed. Image quality was checked and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device has been evaluated by the manufacturer. The customer reported that after a patient scan a ring artifact appeared on scanned images. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that ring artifacts were present on scan images in the region of interest. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced to resolve the issue, and the necessary calibrations were performed. Image quality was checked and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.